Manufacturer narrative:
Insulin pump passed all functional tests including displacement, and self tests; however, pump error hardware low level failure is confirmed in the formatted history file (variable information= 3) due to a loose connection or a cold solder joint at u1 keypad assembly. No other unexpected audio or vibrate anomaly or absence of alarms were noted during testing. The s/n label located between the belt clip rails is illegible.

Event description:
The customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 600 mg/dl. The customer was able to clear the alarm. The customer reported that the alarmed occurred during self test. The customer was able to run self test and it passed. The customer was advised to revert to back up plan. The insulin pump will be returned for analysis.